Manufacturer narrative:
The guide breakage is a result of the thin junction between crown #9 and implant site #10. The lack of guide coverage at the junction is attributed to the lack of detail of the buccal gingiva on the stone model sent in for guide fabrication. Doctor did not return the broken guide.

Event description:
Doctor used the surgical guide to successfully create osteotomies for all implant sites. After last drill for site #12, the guide broke. Doctor successfully finished rest of the surgery without the guide.